Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 10/01/2025, was chosen as the best estimate based on manufacturer aware date 10/03/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had the hydrogel placed around the prostate, the computed tomography (CT) images confirmed the misplacement and also showed that the hydrogel was anterior of denonvilier's fascia and extends down to the lower pelvic vein. The patient has already started radiation treatment and has not symptoms or signs of complications.